Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced glistenings and feels like his vision was getting worse. There was some sort of haziness over the posterior aspect of the lens. The patient had yag (yttrium aluminum garnet) procedure and possibly vitrectomy for floaters. Additional information was received, in the surgeon prognosis overall ocular health was normal. The glistenings on the posterior surface of the intraocular lens (iol) seem to be limiting vision. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. An image of an intraocular lens (iol) was provided with a question of association with glistenings and a report of, ¿some sort of haziness over the posterior aspect of the lens¿. The ¿haziness¿ in the photo appears more confluent than the characteristic appearance of microvacuoles associated with glistenings, and the location would be throughout the bulk of the lens compared to the posterior aspect reported. A cause or association of this appearance with the complaint product was not able to be determined based on the images and further assessment would be necessary to accurately identify these findings and determine their significance in relation to the associated product investigation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Additional response provided to the reporter. From the description and the photos provided, while not exactly consistent, a consideration for what is being observed could be subsurface nanoglistenings (ssng). Background on the topic (again with the caveat this may not be the same issue) was provided, and expert opinion surgeon as mentioned would likely be a good option to obtain feedback for more clinical expertise. The manufacturer internal reference number is: (B)(4).